Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted contrast in the inflation lumen. The stent implant was returned loose on the balloon, with stretched struts at the distal end of the stent implant. There were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent implant outer diameter measurements were oversized. Follow-up was requested and received from the account stating that it was never noticed that the stent was loose. Thus, it is possible that the oversized outer diameters are related to positive pressure applied at some point, either during the attempt to cross or from post procedure handling. Additionally, since there was no note of any damage observed to the stent delivery system or stent implant prior to the procedure, suggesting the stretched stent struts are likely the result of post procedure handling. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
It was reported that the xience v 2.5 x 18 mm stent did not cross the lesion. The lesion was treated with a 2.5 x 15 mm xience. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis noted a loose stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the device was received. Investigation is not yet complete. A follow up will be submitted with all relevant information.